Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump's history files and traces using thump software. Pump delivered 166 bolus deliveries on the event date of 15-oct-2024 at 00:01:13.000 to 23:56:13.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, and pillowing keypad overlay. No current code/category was not confirmed. Unable to verify customer's complaint for high bg's, and low bg's. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer reported, that the trainer and healthcare provider made adjustments with pump settings, but customer experienced low blood glucose of 48 mg/dl and high blood glucose of 318 mg/dl. The customer reported, hyperglycemia, hypoglycemia treated with insulin pump (subcutaneous insulin infusion), glucose/carb intake. Customer reported, the following led up to the event: the pump was dropped 3 times and messed up pump. The event involved product(s) mmt-1884l, mmt-398a, mmt-332a, mmt-7040a. Troubleshooting was performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer reported, that pump was dropped/ bumped with no visible pump damage. Pump passed, self test, displacement test, and fill cannula test, but tubing clamp was not available for high pressure test. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. No further patient complications were reported. Mmt-1884l was requested. And the device was returned. No product return is required for mmt-398a, no product return is required for mmt-332a. The customer will discontinue using the device. No product return is required for mmt-7040a.